Manufacturer narrative:
The reported events of lead damage and noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found two external insulation abrasions breaching the outer insulation at the proximal region of the lead consistent with friction to lead-to-can. The cause of noise was due to the exposure of the outer coil at the abrasion zones.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead and the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. The ra lead and rv lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.